Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was found that the application was not launching after the upgrade. A technical support specialist (tss) removed all network interface cards (nics) and rebooted the device so the nics could reinstall automatically. The tss then reinstalled pyxinet, which resolved the issue. After this, the application worked properly. The station was then reimaged to version 1.11, and the firmware updates began processing correctly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had issue after upgrade, which located on pb scu. Additionally stated that the user was unable to dispense medication due to the drawer failed and unresponsive. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.